Manufacturer narrative:
Device not returned to manufacturer. DHR and IFU reviews are attached. Final report is attached. Per general instructions - for form FDA 3500a medwatch (for mandatory reporting), since the procedure was performed with two (2) devices from two (2) different lots (lnrus00031 and lnrus00037), two (2) separate mdrs were issued. The second lot (lnrus00037) is provided in the MDR under MFR report #3003084171-2018-00022. (B)(4).

Event description:
Initial information received ((B)(6) 2018): a (B)(6) female came into the ER nonresponsive, dnr. Patient was then sent, intubated, to the cath lab for emergent catheterization. Initial angio revealed totally occluded lad. Physician performed multiple inflation angioplasty with apex 2.0x12 balloon over a bmw wire. Physician then deployed the 3.0x12 and the 2.5x17 elunir, proximal to distal, overlapped, and performed follow up angiography. Physician removed his guidewire, performed another angio and then determined the artery needed a third elunir distal to the two that had been deployed. At that time, thrombus was noted in the midsection of the stented segment, the physician was unable to rewire the lad and the patient succumbed while on the cath lab table additional information received ((B)(6) 2018): dnr= do not resuscitate / revive the products were stored properly according to the instructions for use (IFU). The products were prepped according to instructions for use (IFU). The patient came to cath lab on heparin IV 100 units / hour. And additional 2000 units of heparin were administered during the procedure. Two acts were performed: 240 and 300 the patient prediagnosis was hypertension, chf and cva. The patient came to cath lab with st elevation mi. Totally occluded lad. There was no note on difficulty delivering the first two stents. The deployed stents order was proximal to distal. Post dilation was performed. The angiographic result of the first 2 stents was satisfactory. The physician did not note the thrombosis on the follow up angiogram performed before the wire was removed. The physician remove the wire after the first two stents since he felt he was finished with the intervention of the lad. The 3rd stent was required since the physician did angio after the wire was pulled and noted a third lesion, distal, that he felt needed another stent. The physician fail to rewire the lad since it began shutting down. Cardiac arrest was the cause of death. The angiographic results are not available for review. Per general instructions - for form FDA 3500a medwatch (for mandatory reporting), since the procedure was performed with two (2) devices from two (2) different lots (lnrus00031 and lnrus00037), two (2) separate mdrs were issued. The second lot (lnrus00037) is provided in the MDR under MFR report #3003084171-2018-00022.